Manufacturer narrative:
Additional information. B5: upon further follow up, it was reported that the patient was resistant to gentamicin therefore the patient was treated with vancomycin for bacterial infection and the patient was recovered from bacterial infection during hospitalization. It was reported that the events of peritoneal cloudy effluent and abdominal pain was resolved on an unspecified date. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent and abdominal pain. The cause of the events was not reported. The same day as the event onset, the patient was treated with intraperitoneal gentamicin for the cloudy pd effluent and abdominal pain. Two days after the events onset, the patient was hospitalized for an another indication. Action taken with pd therapy was not reported. At the time of this report, the patient recovered from cloudy pd effluent and abdominal pain. No additional information is available.